Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose was 344 mg/dl at the time of incident. The current blood glucose was 137 mg/dl. Customer treated with manual injections. Customer was wearing a pump at the time of hospitalization. Troubleshooting was performed for high blood glucose. The product will not return for the analysis.